Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy procedure, the obturator/trocar was broken while being applied to at the time of the introduction of work clamps for organ extraction. Another trocar was used to complete the case. There was no patient injury.